Manufacturer narrative:
(B)(4). A customer sent in 5 actual samples for an evaluation. A visual inspection was performed with no defect observed. A pressure gauge was attached to the administration port to inflate all bags with air till the bags were pillowed on each of the transfer sets. Each bag was then submerged underwater and inspected for leaks. No bubbles were identified on any of the samples examined. The reported condition was not confirmed and the cause of the condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of a 3000 ml transfer set that was leaking. The process step in which this condition occurred is unknown. There was no report of any patient involvement or medical intervention. No additional information is available.